Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced overstimulation when he attempted to increase stimulation. It was also reported the patient experienced difficulty deactivating stimulation while using the programmer. The patient underwent troubleshooting with an sjm representative and is doing well at this time.